Event description:
It was reported that the patient with this pacemaker device had a cardiac decompensation and was hospitalized. The patient stated that no action was taken by the communicator. This device remains in service. No adverse patient effects were reported.